Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the charging device was not working properly. Patient stated that the controller would turn off on its own while recharging. Pt stated the stimulation would power off on its own. Patient mentioned that they spoke to manufacturing representative (rep) twice about the issue in march and confirmed the issue was not with the implant. The representative told them to call tech support. During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient (pt) service had patient connect the recharger to the controller and patient was seeing no device found. Patient pressed recharge and was seeing the passive recharge mode screen with the highest number being 67. Pt stated they had the recharger over the implant per manufacturer best practices. However, they were unable to get to excellent recharging. The issue was not resolved. Due to the nature of the caller a request to repair was sent to replace the controller. Pt stated their managing healthcare provider (hcp) retired. Pt stated the equipment was not doing what it was supposed to be doing.